Event description:
The company representative reported via phone call that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. No significant events leading to the alarm were observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump was received with corroded keypad traces during our visual inspection. No button error alarm during our testing and all of the buttons functioned properly. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.